Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hole is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample; especially around the 18 cm through 21 cm depth markers. A circumferential split was observed in the catheter near the 4 cm depth marker, approximately 5.1 cm distal to the molded joint. The 0 cm through 9 cm depth markers and the ink on the molded joint and the extension leg were observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and one edge was observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Whitening of the catheter material was observed at the corners of the split, and the surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redx1468 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported after removing the PICC line from the patient, I flushed the line and the PICC line leaked from a hole noted around the 4cm mark.